Manufacturer narrative:
One battery was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. The reported event was confirmed via functional testing. Analysis of the device revealed that the device failed to meet specifications; the device passed visual examination but failed functional testing due to thermal cutoff that had failed. The confirmed malfunction is related to the reported event. The most likely root cause of the reported event is an inoperative thermal cutoff fuse on the (pca) that was found open. This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. This event was assessed and is being reported as part of a retrospective review of events, which was in response to an update to the MDR decision criteria.

Event description:
It was reported that the patient connected the fully charged battery to the controller unit, but it didn't recognize the battery. Moreover, the controller's led was not lit up on the controller's display when the battery was connected. The battery was replaced with no reported patient consequences.